Event description:
Follow up information received from the patient reported that to resolve the worsened parkinson's symptoms the patient is taking physical therapy. They are also in the process of scheduling an MRI on their neck as suggested by the neurologist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an accident in which they twisted their neck in (B)(6) 2016 and as a result their parkinson's symptoms have gotten worse. The worsening symptoms happened 1 to 1.5 weeks following the accident. The healthcare provider (hcp) wants to have a CT scan to make sure the wire or lead have not moved. Additional information received from the patient on oct-18 reported that the hcp confirmed the patient is experiencing neuropathy but doesn't have any major injury. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.